Event description:
The medical physicist at (B)(6) hospital reported that if the following steps are followed, a clinical intensity projection dataset can be generated that is flipped from left to right: acquire a gated computed tomography dataset in head first prone or feet first supine patient orientations. The gated series are loaded along with a non-gated series into tumorloc. An intensity projection dataset is generated and saved to disk. The resulting dataset is flipped and left-to-right annotations are incorrectly labeled.

Manufacturer narrative:
(B)(4). Philips concludes that the intensity projection (ip) datasets for certain patient orientation/view convention combinations are flipped and incorrectly labeled when non-gated data along with gated series date are loaded into the tumorloc application. This issue affects only the following patient orientation/view convention combinations: head first prone / right on left. Fee first prone / view from bed. Head first prone / view from feet. Head first prone / view from bed. Feet first supine / view from bed. Feet first prone / view from feet. The affected patient orientation/view convention combinations include the following: additionally, philips has determined that the root cause for this malfunction is a software code error and that there are two scenarios that can result in harm to the patient. They are: the intensity projection dataset is used to create or edit contours around the treatment areas, critical structures et cetra using a non-tumorloc application (if tumorloc was used, the contours would be correct). The contours then do not match the physical anatomy. This can happen if they contour on the average intensity projection volume and treat using the average intensity projection volume or if they contoured on a standard dataset and changed them because they did not match the average intensity projection volume dataset. The intensity projection dataset is used by a downstream application to directly plan the treatment. The treatment plan is created assuming that the anatomy is represented properly. Since it is not, the incorrect anatomy is treated. There has been no reported injury or death resulting from this problem, however, there is potential for injury because this issue could result in overdose to healthy tissue or under dose to diseased tissue. The software code error at this site was fixed.